Event description:
Caller states that during a proficiency study, the following results were obtained on the coaguchek s system: 1) 6.1 inr with a mean of 4.49 inr (survey range 3.5 - 5.4 inr) no adverse event reported. Requested return of suspect system, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient 1: health care professional: reports hemochron response problem. Customer claims getting results >1500 when testing. Target range: >480 seconds. No adverse events reported.